Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6: the conclusion code 67 no longer applies. The method code (B)(4) no longer applies. The results code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had been returned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was unable to be charged. This was confirmed during a manufacturer representative meeting with the consumer on (B)(6) 2018. The ins was replaced on (B)(6) 2018. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
Product ID# 97715, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Additional review indicated conclusion code, results code, and method code are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.